Manufacturer narrative:
This case was initially received via regulatory authority (ansam, reference number: (B)(4) on 04-sep-2020. The most recent information was received on 18-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('extreme fatigue') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced fatigue (seriousness criterion medically significant), ocular discomfort ("eye discomfort"), migraine ("migraine"), depression ("since 3 years now patient`s general state of mind has been worsening, and this is being felt in the home environment") and loss of libido ("loss of libido") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fatigue, ocular discomfort, migraine, weight increased, depression and loss of libido had not resolved. The reporter provided no causality assessment for depression, fatigue, loss of libido, migraine, ocular discomfort and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('extreme fatigue') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced fatigue (seriousness criterion medically significant), ocular discomfort ("eye discomfort"), migraine ("migraine"), depression ("since 3 years now patient`s general state of mind has been worsening, and this is being felt in the home environment") and loss of libido ("loss of libido") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fatigue, ocular discomfort, migraine, weight increased, depression and loss of libido had not resolved. The reporter provided no causality assessment for depression, fatigue, loss of libido, migraine, ocular discomfort and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.